Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. The 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The monthly 2007 data point has exceeded it's complaint alert limit; "however, since the prior months have performed at or below their respective complaint alert limits, no specific action is warranted at this time."

Event description:
It was reported to boston scientific corp that a successful therapeutic hydrothermal ablation procedure occurred in 2007. During a routine follow up visit, the physician noticed a burn on the pt's left buttock. The burn was the size of a quarter and was starting to blister. The physician thought it could be a second or third degree burn, but was not able to classify the severity of the burn. The burn was thought to have occurred due to the placement of a light cord or the procedure set tubing, had inadvertently been placed between the pt's buttocks during the procedure. The physician treated the burn with silvadene cream. The physician recommended that the pt seek the opinion of a wound specialist. No further info forthcoming.